Event description:
Procedure type: hysterectomy. According to the reporter: the device loaded correctly twice but on the 3rd load, it did not feel "right" but the needle remained engaged. When the surgeon attempted to use this on the patient, the need disengaged inside the cavity. The needle was still attached to the suture and was easily retrieved from the cavity. A 4th needle was loaded and worked correctly but would not release from the device. It could not be reported if the case was delayed. There was no report of patient injury, unanticipated blood/tissue loss.

Manufacturer narrative:
(B) (4). (B) (4).